Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the channel has error code 571.6241 been confirmed due to a cable j3 to power board loosen up. It's possibly jarring during transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. The probable cause of the reported issue was not determined. A review of the device history record showed the device had a manufacture date of 30nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received a channel a error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received a channel a error code 571.6241. There was no patient involvement.